Event description:
Baxter reports leakage from the twist clamp of the minicap transfer set between the main blue body and white sleeve after an unknown period of use. The affiliate reports no patient injury or medical intervention as a result of the incident.